Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The target lesion was located in the severely tortuous, severely calcified, 80% stenosed saphenous vein graft to the left posterior lateral artery (svg to lpla). The vessel size is reported as 3.5 mm in diameter. The lesion was not predilated and a 3.50 x 12 mm taxus express2 drug eluting stent was advanced but was unable to cross the lesion. The physician attempted to pull the unexpanded stent back into the guide catheter but was unable to do so. Upon withdrawal attempts the stent came off the delivery balloon. It is felt that the stent came off the balloon in the aorta. The pt was symptom free. No pt complications were reorted. The pt status is reported as 'satisfactory/good'.